Event description:
It was reported that this pacemaker exhibited noise resulting in inhibition of atrial pacing. Technical services advised that when the device is operating in aai mode with rhythmiq, rv sensed events will not inhibit atrial pacing; however, if the device switches to ddd mode, rv sensing may again inhibit atrial pacing. The device remains in service. No adverse patient effects were reported.